Event description:
The neuron delivery catheter was used for the treatment of an avm and of an aneurysm in the same pt. The neuron catheter knicked during the procedure which led to a dissection of the carotid artery and to an occlusion. There has been no injury to the pt as the occlusion was asymptomatic. The physician used a balloon to re-open the artery. After CT-control, it seems the occlusion has remained. There will be a new angiography on this pt. During training at this ctr for the neuron, the sales rep said that the neuron is large enough for most interventions and should be preferred to the device for all procedures when such a large lumen is not needed. The doctor agrees that the use of the neuron may have been a better choice in this case.

Manufacturer narrative:
Conclusion: device evaluation not yet performed by manufacturer.